Event description:
The cmc saddle implant was removed after being implanted for a few years. The pt formed osteophytes and the doctor elected to remove the device.

Manufacturer narrative:
A review of manufacturing records was also completed, and shown that all specifications were satisfied. Some marks were noted on the device. The marks on the stem were due to bone apposition, and the scratch mark on the prosthesis were due to explant surgery. A pathology report on the pt trapezium is currently being developed. A supplement report will be filed when that report is received. Conclusion: the cmc implant satisfied all applicable mfg specs. The cmc implant endured 3.6 years in vivo with no damage and minimal indications of wear.